Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a loose pull ring cap inside unopened pouch. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue cap (pull ring cap) of a minicap transfer set was loose inside the bag. This was identified prior to patient use. There was no patient involvement. No additional information is available.